Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised that the contacts in the light source and scope need to be cleaned, per the instructions for use. The customer called back and stated the issue continued, happening intermittently with different scopes. The customer was advised to make sure the unit is turned off before plugging in a scope, and if the issue continues, change the video processor to further determine the issue. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center experienced a b30 scope communication error when the scope was plugged in. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined as the device was not returned for evaluation. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.